Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 412 mg/dl. The customer's blood glucose was treated with the insulin pump. It was found the customer's blood glucose was high because they forgot to bolus for their lunch. Customer's mother also requested assistance with programming the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.